Event description:
It was reported that pump experienced malfunction alarm with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.